Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the o2 gas module. The device logs were not provided. The o2 gas module was not returned for further investigation. Therefore the root cause to the reported issue cold not be established by this investigation.